Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Review of the submitted system controller log file confirmed the reported increase in pump power and estimated flow and decrease in the pulsatility index. However, a specific cause for the changes in pump parameters could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) level greater than 2000 u/l, dark colored urine, and increased estimated pump flow and power consumption parameters. It was reported that the patient was successfully treated for thrombosis with lysis therapy. Pump parameters reportedly returned to normal range. The patient is reportedly doing fine. No further information was provided.